Event description:
It was reported that a balloon rupture occurred. The patient presented with narrowed hand vessels due to long-term dialysis for an internal fistula procedure. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 10atm. The device was removed and the procedure completed with another of same device. No patient complications were reported and the patient status was stable.